Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified readings on the sensor scan and had fluctuations of readings. No symptoms were experienced by customer; however, he had contact with healthcare provider and was treated orally with instant glucose . No further treatment was reported. There was no report of death or permanent impairment associated with this event.